Event description:
A caller reported that there was a leakage of insulin from the cartridge. There was no adverse impact to the customer's blood glucose level. The caller managed to change the cartridge successfully and resumed insulin therapy.